Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using ruby coils and a lantern delivery microcatheter (lantern). The physician placed one ruby coil in the target location using the lantern. The physician was then advancing a new ruby coil through the lantern and kinked the pusher assembly of the embolization coil. Upon retracting the pusher assembly, the ruby coil had unintentionally detached within the lantern. Therefore, the lantern containing the detached ruby coil was removed. It was reported that the physician decided to complete the procedure using a new pod coil and a new non-penumbra microcatheter. There was no report of an adverse effect to the patient.